Manufacturer narrative:
Section d: a full UDI is not available due to an unknown lot/sn.

Event description:
It was reported that a router broke during a craniotomy. No further information was provided.